Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, after 20 minutes of use, there is recurrent bleeding at the position around the cervix. The doctor tried to use the device to do hemostasis. When the doctor applied the energy on the tissue, the tissue formed a sticky protein and stopped bleeding, however, when the doctor removed the jaw from the tissue, the electrode fell off. Procedure was completed with the same like device. Procedure was prolonged 20 minutes. The patient consequence was bleeding.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information: is it known how much blood loss occurred? No, the vessels was sealed, there is no blood loss due to the issue below. Did the patient require any blood products? No, the blood lost is normal. Did the electrode fall completely off of device and into the patient? No, the proximal part of the jaw was still intact, only the electrode at distal (further part) of the jaw was found to be fallen off. And the surgeon has double checked if there is any foreign substance left on the patient side. If so, was it located and retrieved? Nil.

Manufacturer narrative:
(B)(4). The device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is fractured but sections are still bonded to the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the rf60.